Event description:
See h10.

Manufacturer narrative:
Additional information was received. Additonal: h2 correction: b4, g4, g7, h10 this device was moved from main product to associated product as the main product (ncb shaft plate, reported with MDR report number 0009613350-2020-00599) fractured. Please invalidate this case from your system. Zimmer gmbh will invalidate this case from the system. Zimmer reference number of this file is (B)(6).

Manufacturer narrative:
The manufacturer did receive per for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to periprosthetic fracture. Contributing factors: surgeon reports poor bone stock in the revision operation so I think it is safe to assume she had osteoporosis. There were no signs of infection noted. No signs of callus noted so would be classed as a delayed union given it was only 5-6 weeks after the first operation I think its too early to call it a non-union.